Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.

Event description:
It was reported that patient underwent knee arthroplasty in 2004. Subsequently, revision procedure was performed in 2009 due to patient dislocation and the tibial bearing was removed and replaced.